Event description:
A report was received that the patient was experiencing severe procedure related postoperative pain. The patient underwent an explant procedure.

Event description:
A report was received that the patient was experiencing severe procedure related postoperative pain. The patient underwent an explant procedure.

Manufacturer narrative:
Device evaluation indicated that the source of the patient's operative pain could not be determined. The ipg passed all the required tests and it revealed no anomalies. The leads were cut and the distal ends were not returned. Damage to the devices is a result of a typical explant procedure and it is not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm; model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.